Event description:
Olympus medical systems corp. (Omsc) was informed that during crushing calculus in the bile duct the doctor could not rotate the knob of bml handle and the operation pipe of the subject device broken. The doctor used emergency handle bml-110a-1 but failed again. He withdrew the basket wire from the pt and abandoned the procedure. Omsc was informed that the pt remained in the hospital and second procedure was scheduled at a later date.

Manufacturer narrative:
The subject devices were not returned to omsc for investigation. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the mfg record of the same lot. The basket was deformed. Therefore, omsc considers that the conditions of pt or calculus caused the failure of crushing calculus and the breakage. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00291/00293/00294.